Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with 90% stenosis in the left anterior descending artery. Pre-dilatation was performed with a 1.5 x 12 mm semi-complaint balloon at 12 atmospheres. A 3.5 x 28 mm xience v stent was implanted at 10 atmospheres. Post-dilatation was performed with a 3.5 x 12 mm non-compliant balloon at 12 and 14 atmospheres. However, a proximal edge dissection was noted, and another xience prime stent was implanted to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.